Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using an ablation catheter: there were four (4) patients who experienced complications: one patient had chest pain the day after the attempted procedure, and pericardial effusion and seroma at follow up. Of note this patient did not have the ablation procedure due to catheter ¿manuervability¿ around previous scar tissue. Another patient had ¿inadvertent entry into the left pleural space;¿ of which there was no required treatment. The third patient had narrowing of the artery, subsequent cardiac arrest during the procedure, which required cardioversion, and an ¿aggressive¿ ablation treatment due to the arrhythmias. The fourth patient had ¿transient¿ left bundle branch block (lbbb) with unknown treatment/resolution. Of note, multiple patients/ manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/method/product lot numbers. The status/location of the ablation catheter is unknown. No further patient complications have been reported as a result of this event.